Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Correct section: h7 - remedial action init ¿ other: removed information ¿2242352-06/07/2024-001-r.¿

Event description:
The hospital reported that during preparations for an endoscopic vessel harvesting procedure, vasoview hemopro 2 was broken. The c-ring was bent right out of the box and was bumping into the jaws. A new device was opened to complete the procedure. There was no procedural delay. The devices were used on patient with no adverse events. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,e1,g3,g6,h2,h6,h10,h11. Corrected section: problem code changed to 2976, 1384; clinical code changed to 4582.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that 2 vasoview hemopro 2 were broken. The devices were used on patient with no adverse events.

Manufacturer narrative:
Trackwise ID#:(B)(4). Updated sections: b-4, d-9, g-3, g-6, h-2,h-3, h-6, h-10, h-11. Corrected section h6: medical device ¿ problem code "1384" has been removed. The lot # 3000371798 history record review was completed. There was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system h3 other text : device not returned.